Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted but the measurements did not appear good thus the lead was placed in the septum and the values appeared normal. Two days post implant of this rv lead the patient had chest pain thus a perforation was suspected. A revision took place and the surgeon reported left lung pneumothorax and low blood pressure. Open chest surgery was performed which revealed that the right ventricle and the pericardial sac were perforated as well as the right ventricle. It was noted that during the initial implant of this rv lead the lead dislodged during the implant and it was suggested to push the rv lead with force which may have been too strong resulting in the perforation. Drainage was performed and close the perforation. No additional adverse patient effects were reported.